Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable albumin gen 2 result for one patient sample. The initial result from the primary sample tube was 0.3 g/dl and was reported outside the laboratory. The physician questioned the result and the sample was poured off into a false bottom tube and repeated. The repeat result was 3.3 g/dl. The repeat result was believed to be correct. The patient was not adversely affected. The albumin reagent lot number was 69871401 with an expiration date of 07/31/2015. The field service representative could not find a cause. He checked the analyzer and verified everything was functioning properly and within specification. He ran a precision check using the normal control. Based on the provided reaction monitors, it was assumed a preanalytical issue was the root cause of the issue. It seems that not enough sample was pipetted causing the low initial result. Possibly, the sample was not correctly handled, not properly centrifuged, gelclots were in the sample or bubbles were on the surface. An instrument or reagent problem could be excluded because calibration and qc were acceptable and the instrument performance was found to be acceptable.